Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a complete and thorough analysis was completed and reviewed. This lead was subjected to several tests which the lead passed. The lead was found to have met specification.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. This lead was then explanted due to the patient being in chronic atrial fibrillation. No additional adverse patient effects were reported.